Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that wearable failure occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient had wearable failure the day of sensor insertion into the abdomen. On 10/01/2024, around 1am, the patient woke up vomiting. The patient¿s cgm was showing a ¿sensor failed¿ alert and the bg meter was reading 600 mg/dl. Since the patent had been asleep, he had not been aware the sensor failed and was not receiving cgm readings. The patient¿s parent took the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 580 mg/dl. The patient was treated with an unspecified IV and was admitted to the hospital overnight. The patient was discharged home the following day. The patient was fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.